Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 48.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification for low pacing lead impedance. Pocket stimulation was also reported. The lead was subsequently explanted. The patient was stable before, during and after the procedure.